Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the adaptivestim was enabled when this event occurred. The patient felt the stimulation/vibration too strongly to move but they could walk for shopping. When the strong stimulation occurred, the patient could not move and felt the heart painful. The stimulation output was also set for each posture. The cause of the issue was asked but unknown; the stimulation will be adjusted at the outpatient visit on oct/4th. The further actions that were taken, or are planned, to resolve the ins migration issue was asked but unknown, and also not yet been resolved.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that stimulation suddenly became stronger, and the patient felt like "something was pounding" and they could not move. The patient strongly felt shocking or vibration. The stimulation was hurriedly turned off when the patient's family returned home. When the patient thought that they were okay and left to shop, there was "sudden pounding" and the patient felt like their heart was in pain. The patient suddenly experienced palpitation and felt heart pain because the patient had it set to deliver stimulation on their right and left arm. Stimulation was also set for each posture, but it seemed like it was "flat." Although the details were unknown, the patient mentioned that when an x-ray of the patient's neck was taken the other day, the physician pointed out that the stimulator shifted slightly down, and that in some cases, the stimulator had to be repositioned. As for the stimulation intensity, the group and the stimulation values did not change when it occurred, so the patient was asked to go to the physician for advice as there was a possibility that the body sensation had changed. The issue was not resolved.

Manufacturer narrative:
The country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.